Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found that the top of degrees of freedom (dof) 8 carriage gearbox was gone. One of the pins on the field replaceable units (fru) connector pogo-pin was damaged. The fiber cable on the rolling loop was walking. The spar switch rocker buttons felt light. The complaint was confirmed based on failure analysis. The probable root cause is attributed to a component failure, due to a mechanical defect within the usm.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer identified physical damage on the universal surgical manipulator (usm). The procedure was completed with no reported injury.